Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer's blood glucose level was impacted (160 mg/dl). The customer reverted to manual insulin injections for management of blood glucose levels.